Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the operating room for an unrelated issue, oversensing noise was observed during electrocautery usage. The patient received inappropriate shocks when a magnet was placed over the ICD to disable high voltage function. Interrogation revealed multiple magnet reversions due to improper magnet placement. The device is functioning normally. No further action was recommended or scheduled. The patient condition was stable. The patient will continue to be monitored with routine follow-up.